Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: on (B)(6) 2024 the team at the user facility experienced a problem with the heart lung machine (hlm) during cardiopulmonary bypass (cpb) whereby a four inch roller pump had a belt slip and required a change out to another roller pump. It is unknown the position the roller pump was in, only that the pump was not in the arterial position as the user facility used a centrifugal pump in the arterial position.

Manufacturer narrative:
The issue had previously occurred on (B)(6) 2024, and the field service representative (fsr) performed verification/release testing successfully. The unit operated to the manufacturer's specifications. Per the user facility's biomedical engineer, on (B)(6) 2024 after the fsr evaluation, the pump displayed another belt slip message. The roller pump was replaced. This complaint is related to (B)(4) / MFR #1828100-2024-00135.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the roller pump displayed a 'belt slip' message. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was an unknown delay. There were no adverse consequences to the patient.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the roller pump to lab use only (luo) testing equipment. Initially, the pump would display belt slip errors at lower speeds, and if occlusion was reduced, the belt slip errors were observed the moment the occlusion was increased again. Upon opening the pump, the pst found the belt tension was slightly loose. Increasing the belt tension appeared to resolve the belt slip issues. The pump ran fully occluded for two hours after the belt tension was increased.